Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the g6 device and which may affect the g6 readings. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient was going to a doctor's appointment to get her monthly infusion. She was exhausted that day because she did not get to sleep the night before and when she sat down in the chair while one of the nurses took care of her, she dropped her head and lost consciousness. The nurse tried to wake her up and tried to talk to her, but she was unresponsive. One of the nurses took the measurements and the cgm was reading 150 mg/dl and the blood glucose reading was 600 mg/dl. They called an ambulance, and the patient was taken to the emergency department. There was no information about the treatment administered to the patient as the patient was unconscious and couldn´t remember the medication provided. At the hospital they performed blood work and a CT scan; all the results were normal. The patient regained consciousness, after 12 hours she recovered and was discharged the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.